Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the patient was at home their pump stopped. The pt was instructed to change out his system controller which was done successfully and the pump restarted; however, the pump was going on and off. The patient was transported to the hospital for assessment where an x-ray revealed a 90 degree bend in the perc lead near the pump bend relief end, which was not present on the x-ray taken at the time of implant. It was decided by the hospital team to replace the lvad with another lvad.